Manufacturer narrative:
Upon inspection and testing of the returned device, it was observed the device was not displaying an image due to a damaged image pickup unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image was not displayed due to stress applied during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (damaged tip) was not confirmed. During inspection and testing, service found the bending angle was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was chipped, and the light guide connector was deformed due to external factors. Scratches were observed on the control section, the grip, the angle lever, the up/down plate, the video connector, the light guide connector, the surface of the light guide cover glass, and the video connector case due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tip of the subject device was damaged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the device was not displaying an image. This report is being submitted for the malfunction found during evaluation of the device (no image). Additional details were requested regarding the reported event; however, no further information was available.